Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had thigh and groin pain 15 years post op from a summit cemented total hip. After reviewing x-ray, surgeon could see that there was osteolysis on the product femur and the cement mantle had failed causing stem loosening. He pulled the stem, 36 head, and liner. He implanted a reclaim stem and went up to a 40 head/liner.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.